Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that this event occurred in the ICU. The insertion was smooth and no issues were encountered. The catheter tip was placed in the caj. The placement was confirmed via x-ray. The catheter is now free floating in the chest cavity. The physician is waiting a few days to remove the catheter due to the pt being on blood thinners. Add'l info received on (B)(6) 2012, from the respiratory therapist who places PICC lines. They said they believe the superior vena cava was eroded and pierced the vessel wall and now the catheter is in the chest cavity. They plan to remove the catheter in a few days and the procedure will be completed by a heart surgeon. Hosp contacted again on (B)(4) 2012 - they said they had a meeting with the surgeon yesterday to review this case. They believe the tip of the catheter was against the superior vena cava and eroded through the vessel four days post insertion. They were infusing tpn and lipids. The solutions went into the pt's chest. Two days after the issue was found, they surgically removed the catheter. A cvc was then placed femorally. Since the event, the pt has been discharged to home.